Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after tka procedure the patient was involved in a car accident. The patient started getting anterior knee pain. The patient fell on her knee and fractured her patella component. During surgery it was noticed that the 29mm patella was loose. A revision surgery was performed on (B)(6) 2022 to recut and re-drilled for a 26mm resurfacing patella and cemented it in. The current health status of patient is unknown.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the patient¿s reported anterior knee pain, the revision findings of loosening, the patient¿s fall, and the fractured patella, are listed in the instruction for use as possible adverse effects that can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. With the available information, the clinical cause of this patient¿s reactions cannot be definitively determined, nor could it be concluded that the effects are related to a mal performance of the components. According to the revision report, the 29mm patella was recut and redrilled and replaced with a 26mm patella, therefore, we cannot rule out a procedural variance as the likely cause of the reported event. The impact to the patient beyond the reported anterior pain, fall, loosening and the reported revision cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, fit/size of device, surgical technique or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h3, h6(health effect - clinical code, health effect - impact code).